Manufacturer narrative:
Sample is not available for evaluation. Investigation ongoing, and a follow up report will be sent as soon as it's available.

Event description:
Incident reported as: during a procedure, the tip/anchor came off inside the patient. They completed the case with the tip left in patient. No reported patient injury or complications reported.